Event description:
Customer reported she experienced a low blood glucose of 37 mg/dl and emergency medical services went to her home. Leading to the low blood glucose, customer had a toothache the evening before and did not eat dinner. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.